Event description:
It was reported that the unit failed to recognize the pads cable.

Manufacturer narrative:
(B)(4): it was reported that the unit failed to recognize the pads cable. The unit was evaluated at the philips repair bench and the failure was verified. Replacing the power pca resolved the failure. The unit was returned to the philips demo pool after passing all post service testing.